Event description:
The customer reported that the fluoro was staying on when the button was released and it shut down during a case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshoot the system. The error log shows intermittent communications errors. He checked the 5 volts mainframe power supply and monoblock control pcb-ok then reseated the boards. He advised customer that the backplane and monoblock controller boards should be replaced. The customer has declined to replace recommended pcb.